Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the cap from fork was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, defective components were replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during biomed check. As stated by subject matter expert at the manufacturing site, the most likely root cause of the issue with end cap is an incorrect mounting of the part. The fact that device leaves the factory with such a partial positioning is highly unlikely. The end cap has been removed or reinstalled on site during installation or a maintenance procedure. A shock with another device like a spring arm or main arm cannot be the root cause. This possibility was tested without consequences for the end cap. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
On 23rd august, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the cap from fork was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The initial reporter was biomed. E1b event site name: (B)(6). Dditional information will be provided following the conclusion of the investigation.